Event description:
It was reported by the patient on an anonymous internet message board, that the patient underwent a 360 degree fusion surgery at l5-s1 and l3-4 where rhbmp-2/acs was implanted along with and allograft bone void filler and two peek cages. Post-operatively, the patient developed bladder retention about 3 months post op. The patient also developed pain (electric shock type pain), and pain that goes down the legs. No further information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.